Event description:
While brushing my teeth with my spinbrush proclean toothbrush, the head of the toothbrush became separated and pinched the inside of my cheek severe enough to cause bleeding. The head still looks fully intact. It appears the separation occurred between the top and lower sections of the brush head.